Manufacturer narrative:
D6a: unk (B)(4).

Event description:
The reporter stated that an implantable collmer lens was implanted into the patients eye. Lens is undersized and is rotating. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.